Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and replaced the display. The unit passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) displayed discoloration across the screen. It is unknown under which circumstances this occurred; however there was no known harm or injury to patient and no adverse event was reported.

Event description:
It was reported by customer that before use, the cardiosave intra-aortic balloon pump (iabp) displayed discoloration across the screen. No adverse event was reported.